Manufacturer narrative:
Added information to section d4 (expiration date) and h4 (device manufacturer date). Updated section b4 (date of this report), b5 (describe event or problem), g3 (date received by manufacturer), h6 (device code(s)), h6 (health effect - clinical code), h6 (type of investigation), h6 (investigation findings) and h6 (investigations conclusions). H10: additional manufacturer narrative: product was returned to edwards for evaluation. Per product evaluation summary, customer report of stenosis and regurgitation was unable to be confirmed through visual observations. X-ray demonstrated wireform intact. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 10mm on leaflet 3 on the inflow aspect. Host tissue overgrowth on the stent circumference was minimal at the inflow and outflow aspect. Host tissue overgrowth fused leaflets 1 and 2 by approximately 2mm at commissure 2 on the outflow aspect. Hematoma was observed in all three leaflets on the outflow aspect. What appeared to be thrombotic material was observed on leaflet 1 on the outflow aspect. Mechanical damage marks were observed on the free margin of leaflet 1 near commissures 2 and into the cusp of leaflet 3 on the outflow aspect. Damages appeared serrated and did not penetrate leaflets. Sewing cloth and silicone of sewing ring had multiple cuts around the valve. Metal band was exposed around leaflet 1 on the inflow aspect. Multiple suture threads remained attached to the sewing ring. A device history record (DHR) review was performed, and no relevant non-conformances were identified. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation." In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Host fibrous (pannus) tissue growth is not a malfunction of the device related to a manufacturing deficiency. Thrombosis is a well-recognized complication of prosthetic devices. Device thrombosis is the formation of blood clots forming on the device/graft. These clots could significantly impact the function of the valve resulting in harm. There may be cases of incidental finding by imaging (echocardiography and/or CT scan) of subclinical leaflet thrombosis (halt) where the patient will benefit from a close follow-up and may be treated with oral anticoagulant. Based on the information available, the complaint has been confirmed and the likely root cause is patient conditions. An edwards defect has not been confirmed and there is no evidence indicating an edwards defect contributed to this event.

Event description:
Edwards received notification that this 7300tfx29 valve was explanted from mitral position after an implant duration of 7 months due to early stenosis (mean gradient at rest and under sedation of 7mmhg) and mild to moderate central regurgitation. Area of 1.2-1.4cm2. A few months after initial mitral valve replacement, patient presented with exertional dyspnea. Examinations were performed and showed that the biological prosthesis was dysfunctional with severe thickening, motion restriction of 2/3 leaflets and stiffer leaflets (approx. 5mm thick with diffuse and homogeneous involvement). As reported, patient presented with nyha iii symptoms before the explant procedure. Another valve of the same model and size was successfully implanted in replacement. In the post operative period, the patient suffered ischemic stroke behind sequelae of esi plegia, left central facial paralysis and suspicion of left hemineglect. As reported, ischemic stroke could not be treated during the stroke window period, given that the patient was less than 12 hours away from performing the surgery. Stroke follow-up and subsequent neuromuscular rehabilitation were chosen. Reportedly, the patient was noted as to be discharged home, undergoing neuromuscular kinesiology therapy as the mobility of his hand was not recovered.

Event description:
Edwards received notification that this 7300tfx29 valve was explanted from mitral position after an implant duration of 7 months due to early re-stenosis (mean gradient at rest and under sedation of 7mmhg) and mild to moderate central regurgitation. Area of 1.2-1.4cm2. A few months after initial mitral valve replacement, patient presented with exertional dyspnea. Examinations were performed and showed that the biological prosthesis was dysfunctional with severe thickening, motion restriction of 2/3 leaflets and stiffer leaflets (approximately 5mm thick with diffuse and homogeneous involvement). As reported, patient presented with nyha iii symptoms before the explant procedure. Another valve of the same model and size was successfully implanted in replacement. In the post operative period, the patient suffered ischemic stroke behind sequelae of left upper extremity plegia, left central facial paralysis and suspicion of left hemineglect. As reported, patient was noted as to be hospitalized.

Manufacturer narrative:
The device was not returned for evaluation. Attempts to retrieve the device and additional information are in process. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.